Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj.) Vanlid (1 gram given stat intraperitoneally) and inj. Ticarnic (3.1 grams given once a day intravenously). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.